Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. Customer pictures were received. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined. We forwarded the complaint to our supplier for their information.

Event description:
Customer states employee tried to activate the safety device and in doing so the needle actually bent at the base. This was one needle out of thousands. The employee did not do anything different and did not use extra force or even use a hard surface.